Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.4 weight was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30397. B.5 additional information was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30397. E.1 phone number was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30397. The email reported on initial manufacturer device report number 1220648-2025-30397 was incorrect and should not have been reported. H.6 codes 1721, 2067 and 4114 were reported incorrectly on the initial manufacturer device report number 1220648-2025-30397. New codes were added. H.10 updated additional device manufacturer narrative and instructions for use since the initial manufacturer device report number 1220648-2025-30397 was reported due to updated codes.

Event description:
The impella cp was removed due to left heart recovery. There were no issues with the device. Cultures all came back negative and it was decided that the fever was most likely from the acute phase of cardiogenic shock.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that a patient on impella support continued to have runs of ectopy. They were trying different drips to manage heart rate and blood pressure. Additionally the patient had a new fever, cultures were sent. The patient was taken to cath lab to reassess coronaries. Intravascular ultrasound and pressure wire to left man artery/left anterior descending coronary artery showed to be stable so decision to leave as is. Cp was weaned, however it was noted that the impella cp was removed from right femoral artery using dry closure technique with 8mm x40 balloon. Impella was pulled back and balloon inflated. Two perclosures were used. Final pictures of femoral artery showed dissection in common femoral requiring balloon tamponade. Vascular consulted, stabilized with balloon and no further intervention required. Patient survived.